Event description:
Balloon angioplasty was also used to attempt to remove the guide wire fragment during the initial procedure.

Manufacturer narrative:
Csi ID# (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
A coronary viperwire guide wire and orbital atherectomy device (oad) were selected for treatment of a target lesion located in the ostial circumflex. The lesion was extremely calcified with 110 degrees of tortuosity. The lesion was initially wired with a non-csi guide wire and an attempt was made to advance a balloon to the lesion. The wire and balloon both prolapsed into the left anterior descending coronary artery (lad). Three inflations were performed, and a stent was inserted. The stent was undeliverable. A wire exchange was performed for a stiffer wire, and the issue was not resolved. It was then decided to treat with orbital atherectomy, and a wire exchange was performed for the viperwire guide wire. The oad was placed at the proximal side of the lesion, and one treatment pass was successfully performed. On the second treatment attempt, the oad prolapsed into the lad, and the viperwire was pulled out of position and into the lad. The coronary viperwire guide wire fractured and migrated into a side marginal. Attempts were made to retrieve the fragment for 2.5 hours via snare and three additional non-csi guide wires. The attempts were unsuccessful. The wire was embedded into the vessel wall and may have been subintimal. The wire was determined to be safe, and the fragment was left in the patient without additional intervention. The circumflex treatment was completed with balloon angioplasty. The patient was discharged and was doing well.